Event description:
A customer in the united states reported a misidentification of an acinetobacter lwoffii cap survey strain (d-09) as moraxella group in association with the vitek® 2 gn ID test kit (lot 2410474203). The customer stated they reported the identification as moraxella group and the expected result was acinetobacter lwoffii. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states reported a misidentification of an acinetobacter lwoffii cap survey strain (d-09) as moraxella group in association with the vitek® 2 gn ID test kit (lot 2410474203). An investigation was performed. The customer's cap d-09 strain and the internal biomérieux cap d-09 survey strain were subcultured to tsab and macconkey agar and incubated to 35-37°c for 20-22 hours. A second subculture was performed and testing included individual organism suspensions with gn cards from the customer lot (2410474203) and a random lot (2410593203) in duplicate as well as vitek ms. 911728 (customer's cap d-09 strain): the strain grew on mac agar as a non-lactose fermenting isolate. All 4 gn cards tested resulted in low discrimination acinetobacter lwoffii/moraxella group. Vitek ms resulted in an identification of acinetobacter lwoffii with a 99.9% confidence value. 911691 (biomérieux internal cap d-09 strain): the strain grew on mac agar as a non-lactose fermenting isolate. All 4 gn cards tested resulted in low discrimination acinetobacter lwoffii/moraxella group. Vitek ms resulted in an identification of acinetobacter lwoffii with a 99.9% confidence value. A review of the customers moraxella group data showed no positive reactions, demonstrating one atypical negative reaction (tyra) for an identification of a. Lwoffii according to the gn knowledge base. As a. Lwoffii was part of the low discrimination call on gn cards, cards are performing as expected for both strains. No further action is required.